Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that on the morning of (B)(6), the ultrasound department placed a groshong PICC catheter, and the teacher opened the package and found that the catheter was punctured by the supporting guidewire, reopened a set of groshong PICC catheters, and continued to place the catheter for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter damage was unconfirmed as the problem could not be reproduced. The product returned for evaluation was one 4 fr sl groshong nxt catheter w/ inlaid stiffening stylet. The device was macroscopically and microscopically inspected but no damage or remarkable features were observed. The unit was functionally tested by flushing the luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. When compared to a non-complainant unit, the stylet of the returned unit was found to sit at an adequate depth when coupled with the catheter tubing. The valve slit length was measured and found to be within specification. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.